Event description:
It was reported that .. "Dr [ ] was doing a removal of hybrid 14mm plate with 14mm screws. It was a patient that he was doing a lower level and wanted to remove the previous plate. When using the removal screwdriver, the tip of the driver twisted and was rendered useless. The screws were removed using the gold final tightener. No adverse reaction to patient and the delay of the case was 5 minutes. "

Manufacturer narrative:
Method: visual inspection, device history review, complaint history, and risk assessment analysis. Results: visual inspection. The distal tip of the returned reflex-hybrid revision driver (outer shaft) was found to be severely deformed. Device history review: no non conformities or deviations linked with reported event were noted during manufacturing process. Material and hardness certificates were in order. Complaint history: this is the 3rd complaint to have been received relating to the deformation of the distal tip of the reflex-hybrid revision driver outer shaft. Risk analysis: there were no adverse consequences reported. Conclusion: the failure is believed to be the result of the user applying excessive torque to the instrument while attempting to remove the screw.